Event description:
It was reported that pump was experiencing continuously beeping. (Unknown/no patient injury).

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: the event did not occur while in use with the patient. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. During investigation found fluid ingression on the downstream occlusion sensor. Replaced defective downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: d4: correction: model number: 6400 d5: correction: operator of the device: other. E4: correction: customer reported to FDA: no information.